Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated falsely low total bilirubin (tbil) results that were "normal" upon repeat. The customer indicated the incorrect results had been 0.0, 0.1 or 0.2 mg/dl, and about a dozen samples were affected. The customer confirmed that no incorrect results were reported out of the laboratory. The customer did not indicate that any other chemistry results were affected, and did not report any system error messages that were generated. The customer stated that "normal" results would be between 0.3 and 1.2 mg/dl and depending upon the result, could be discrepant per 2 standard deviation (sd) total precision specifications. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) tbil results were within 2 standard deviation (sd) range before and after the event. Bec customer technical support (cts) had the customer check the fittings of the sample and reagent syringes, and the mixers for scratches, dents, bent or worn mixers and check the wash station and the wiper. No issues were found with these components. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse performed a preventive maintenance (pm) procedure on the cartridge chemistry sample and reagent handling. The pm included replacing multiple cartridge chemistry sample and reagent handling components, which resolved the issue.